Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). The initial medwatch reported the returned device found foreign material clogged in the nozzle during evaluation; however, the customer returned the device without reprocessing which caused the foreign material to remain in the nozzle. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
It was observed that during the device evaluation, the flex video scope had foreign objects in the nozzle. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.